Manufacturer narrative:
Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had minor scratched lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when the insulin pump did not turn on with new batteries installed sometimes or when it did, few minutes later it gives a message of low battery or battery failure, there were minor scratches on the surface of the insulin pump entirely and few cracks at the corners of the screen, it might be a reservoir related problem but sometimes the insulin pump fails to deliver insulin and customer required to change the entire site. Customer's blood glucose value was unknown. Customer declined troubleshooting. The device will not be returned for analysis.